Manufacturer narrative:
During investigation of this event, the patient noted that a fall was sustained at some point prior to the loss of pain relief. The exact timeline was unable to be recalled. The implantable pulse generator (ipg) remains implanted and in use and there is no indication of any fracture or other malfunction from the leads, beyond the migration that was noted. It is suspected that the patient fall likely led to movement of the implanted leads and subsequent loss of therapy.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2022 to treat lower back pain. In (B)(6) 2024, aproximately 2 years after the initial implant, the patient reported that the system was no longer providing adequate relief. Investigation, including flouroscopy imaging, found that the medial lead had slightly migrated, likely causing the loss of pain releif. A reprogramming was performed to attempt to improve pain relief without invasive measures, however the patient reported persistence of inadequate pain relief. On (B)(6) 2024 a surgical revision was performed to place a new lead back at the desired nerve target.